Manufacturer narrative:
Additional device product code: hrx. (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2017, the tip of a reamer irrigator aspirator (ria) drive shaft broke. The shaft breakage caused the tines of the reamer head to break as well. It is unknown if there were fragments generated. There was no alternative device available. The surgeon did not have enough bone graft material reamed so has to use an alternative piece of bone harvested from the patient. The surgery was delayed by approximately twenty minutes. Patient status is unknown. This report is for one (1) 13.0mm reamer head-sterile for reamer/irrigator/aspirator this is report 2 of 2 for complaint (B)(4).